Event description:
It was reported that bd nexiva single port leaked at the septum.verbatim:the gray port where the needle retracts from was leaking blood after they removed the needle.02-jul-2026:the adverse outcome of this instance was that the patient and the clinician were exposed to blood.there was a delay in treatment due to the fact they had to restick the patient.

Manufacturer narrative:
G.4. K183399; k243403h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.